Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40z67, and no non-conformances were identified. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appears to be a partially formed clip can be observed, in addition, it appears like the tissue stop is out of position. However, no conclusion could be reached as to the cause of the reported incidents as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a cholecystectomy, the instrument jaw is deflect and can¿t clip vessel. Just only unformed clip firing. There was no delay to the surgery. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94g2z. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 11 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch r94g2z number, and no non-conformances were identified.